Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to infection. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead was explanted. The patient was in a stable condition.